Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the cse replaced the integrated sensor electrolyte buffer tubing. The cse also performed system calibrations. The cause of the discordant sodium results is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low sodium results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, which resulted higher. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.